Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter separation occurred. The target lesion was located in the left main artery. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was reported that the opticross¿ imaging catheter could not show an image and could not cross the lesion. Also, it was noted that the catheter was fractured. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and patient's status is stable.

Event description:
It was reported that catheter separation occurred. The target lesion was located in the left main artery. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was reported that the opticross¿ imaging catheter could not show an image and could not cross the lesion. Also, it was noted that the catheter was fractured. The procedure was completed with another of the same opticross¿ imaging catheter . No patient complications were reported and patient's status is stable.

Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed no damage on the distal tip or guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Windup were encountered in the double heat shrink area in the telescope area. Imaging core windup began 1.2 cm from the distal end of the connector shaft. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).